Manufacturer narrative:
The facility has confirmed that the remainder of the guidewire has been disposed of; therefore, no direct product analysis can be completed and no root cause determination can be made.

Event description:
It was reported that during a pci procedure, a guidewire fracture occurred. The lesion being treated was located in the ramus intermedius and was a high-grade in-stent restenosis starting at the vessel ostium. The lesion was treated with 3 atherectomy runs, a 1.25 burr at 130,000 rpms for 15 seconds, a 1.75 burr at 130, 000 rpms for 23 seconds, and a 2.15 burr at 130,000 rpms for 54 seconds. This created a good result. Upon removal of the last burr, it was noted that the peripheral part of the rotawire remained in place in a side branch of the ramus intermedius. Attempts to retrieve the wire a microsnare were unsuccessful. Another manufacturer's guidewire was then advanced into the ramus intermedius, the vessel was examined by means if ivus, and another manufacturer's stent was deployed to secure the wire against the vessel wall. The procedure continued with deployment of another stent in the proximal left anterior descending artery. The procedure was considered successful, and no patient complications were reported. Medications given during procedure included lovenox, nitro lingual and integrilin.